Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the center of the bag. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported the bag leaked from the central port (as indicated in the medwatch report). The user facility submitted medwatch mw5098588 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 08, 2020 - april 09, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a marked area of defect. Functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.